Event description:
It was reported that pump declared cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge and inspected o-ring, confirmed no damage or debris, cleaned pneumatic tap area, reattached cartridge ensuring it was fully snapped into place, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.